Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the insulin pump screen was black. Customer cannot recall the blood glucose reading. Troubleshoot was performed. Customer believes the insulin pump was exposed to extreme temperature, the issue was not resolved. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions. Insulin pump was returned for analysis.

Manufacturer narrative:
Findings: unit received with blank-flashing white lcd due to cracked lcd controller. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and cracked select button on keypad overlay.